Event description:
It was reported that, on an unknown date, a trauma patient received a bone void filler graft during posterolateral fixation and fusion surgery, and reportedly developed a post-operative infection, which has subsequently been resolved. Multiple attempts to obtain additional patient and device information from the initial reporter were unsuccessful.

Manufacturer narrative:
(B)(4): no patient medical information or device information was provided by the initial reporter; therefore we are neither able to review any applicable device history records, nor to determine whether the suspect device caused or contributed to the reported event. This report is being submitted for notification purposes.